Event description:
During hysteroscopy surgery on 3/17/93, the loop portion of the electrode broke off. The broken portion was retrieved and discarded. No adverse affect was suffered by the pt. The remaining electrode was turned in to risk mgmt and is available for eval.